Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator. It was reported that the patient knew someone who had a stroke who had undergone the type of deep brain stimulation (dbs) surgery involving keeping a cage over their head for 2-3 days, having one side implanted, and then having the other side implanted 2-4 weeks later.